Event description:
Caller reported a malfunction on the pump, identified as malf 0, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted, and a replacement pump was sent by technical support. The caller was instructed on returning the faulty pump and the steps required upon receiving the replacement, which they acknowledged.